Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory the device image revealed telemetry logical channel open authentication failed, which resulted in the reported issue on backup operation and consistent with findings related to firmware upgrade procedure. After downloading product code, electrical testing revealed normal device characteristics.

Event description:
It was reported that the pulse generator was noted to be in backup mode when still in the box. The device was not interrogated previously and the firmware was also not updated.